Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial leadless pacemaker (alp) was unable to release. Post fixation when going into tether mode, the physician felt some resistance and was not able to get into long tether. The control knob was in the long tether position however under fluoroscopy it was visible that the device was in ¿short¿ tether. The physician disconnected lines c and d and unscrewed the entire catheter body and removed the device and catheter. A second alp was attempted however, the device would not release as well. The same troubleshooting steps were performed and the physician was still unable to release the device. Once again, lines cand d were disconnected and unscrewed the entire catheter body and removed the device and catheter. A third alp was attempted and was implanted successfully. The patient was in stable condition. About 10-15 minutes after the device was released, the patient¿s pressure started to drop very low and would not stabilize. The physician decided to proceed with an emergency scope assisted pericardial window with drainage of the pericardial tamponade. The patient left the room with a stable blood pressure and device placement/numbers were consistent. At the post op the following morning the device numbers were consistent, patient became stable and was later extubated with no further complications.

Manufacturer narrative:
The reported events were cardiac perforation, ¿not able to get into long tether¿ and ¿device wouldn¿t release¿. As received, a catheter was returned in one piece with attached device and blood was noted at the distal cap region. The reported events of ¿not able to get into long tether¿ and ¿device wouldn¿t release¿ were confirmed. X-ray examination found both tether wires were fractured and buckled in the transition zone and the torque coil was offset distal to transition zone. Unable to perform the functional test due to fractured and buckled tether wires at the transition zone. The cause of the reported events of ¿not able to get into long tether¿ and ¿device wouldn¿t release¿ were due to fractured and buckled tether wires at the transition zone. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.